Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the right atrial (ra) lead and defibrillator exhibited loss of capture and high out of range pacing impedance measurements of greater than 2000 ohms. It was noted that the patient was 100 percent paced in the atrium. The cause of the loss of capture and high impedance measurements was not able to be determined. Subsequently a revision procedure was performed where the device and ra lead were explanted. No additional adverse patient effects were reported.